Manufacturer narrative:
The patient¿s driveline infection was previously reported under medwatch MFR report # 2916596-2018-04301 and medwatch MFR report # 2916596-2018-05912. Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 the patient visited with surgeon. Driveline wound care was increased to daily, including "iodphor" packing. The surgeon suggested to remove nonincorporated driveline velour.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and a direct correlation to heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. It should be noted that the patient underwent a driveline revision on (B)(6) 2018 ¿ the exit site was changed to the right upper quadrant and the old exit site was packed with iodophor dressing (investigated under cs-119725, per-(B)(4). The patient followed up with infectious diseases on (B)(6) 2018 and the old and new driveline sites reportedly healed. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU and the hmii lvas patient handbook also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.